Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patients who were implanted with implantable neurostimulators (ins). It was reported the caller read online that other patients with rechargeable dbs devices had similar difficulties recharging, some even say the ins felt like it was almost in their armpit. The caller wasn't sure where they read this information. No patient symptoms or further complications were reported as a result of this event.